Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a no delivery alarm from the insulin pump a few hours after changing the set. The customer reported that the issue was resolved by changing the set and reservoir. The customer did not want to return the infusion set or reservoir for analysis and had discarded them. The customer was advised to call the 24 hour helpline immediately when the alarm or other issues occurred. The customer's blood glucose value was 240 mg/dl. No further information was provided.